Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Five days after implantation of the device, when the surgeon re-connected the sensor to the icp express after MRI scanning, the icp express did not recognize the sensor. The surgeon suspected the breakage of the sensor and removed it. There were no adverse consequences to the patient.